Event description:
It was reported that the transmitted was not flashing, and when the customer removed the sensor the cannula was missing. Advised sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.